Event description:
I was suturing left ring finger with 5-0 small. I placed the 1st suture and tied off, when I went to place the 2nd suture, the curved tip of the needle broke off in patient laceration. Irrigated and explored a bloodless field, unable to retrieve. She had to go to ER for xray and removal. The other half was attached to the suture thread. FDA safety report ID#:(B)(4).